Manufacturer narrative:
H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r.; product ID: 9735787.; product ID: 9735773. H2) correction: additional codes img codes updated to include g02002, g0200702, and g02027. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 973641, lot #: (B)(4), product ID: 9735764r, lot #: (B)(4), product ID: 9736411, lot #: (B)(4), product ID: 9735773, lot #: (B)(4), product ID: 9735787, lot #: (B)(4), product ID: 9735764r, lot #: (B)(4). Concomitant medical products: product ID: 9736411, lot #: (B)(4),ubd: unknown, UDI #: unknown. H6: the returned battery (lot #: (B)(4)) was analyzed, during a 24 hour test with a known good uninterrupted power supply (ups). The ups shut down, due to the battery overheating. Thus causing no power. Code c02 is applicable, as are previously reported codes b01 and d02. The returned computer (lot #: (B)(4)) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned computer (lot #: (B)(4)) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned ssd (lot #: (B)(4)) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned ssd (lot #: (B)(4)) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned ups (lot #: (B)(4)) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. The returned ssd (lot #: (B)(4)) was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) as the reported issue was confirmed to be an issue with electrical components, as per returned hardware analysis of the battery, product ID: 9735773, lot #: 2114, there were no failures found with software. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this system was experiencing intermittent issues upon boot up. The system would sometimes display a black screen with white text and also displayed a blue screen that read "the system has detected an issue during start up and is attempting to restart". The system then restarted and appeared to be functioning normally. There was no patient involvement. Additional information was received. After replacing the computer, the issue was still occurring. With the ssd that was sent out the previous week, while booting up the monitor it would display the splash screen, then display lines of white linux code. The medtronic representative (rep) performed a hard reboot and ups discharge. The system booted through the splash screen and again displayed the white linux code, then displayed the grub menu. The rep inserted the new ssd into the system and after booting through the splash screen, the monitor displayed the white linux code ag ain. The new ssd only had the pre-loaded operating system on it. The rep put the ssd from the "bad" system into the computer of a known working system (confirmed only one ssd was in the computer). The system booted through the splash screen and then to the grub menu. The rep then removed the "bad" ssd from the "good" computer and replaced the "good" ssd in the "good" computer. The system booted as expected and the sign-in screen was displayed. The rep additionally reported the "bad" ssd was not able to seat into either slot on the "good" computer. The ssd would be able to slide in most of the way, then appeared to catch on the side of the slot (a metal-on-metal sound could be heard); the "good" ssd was able to seat inany ssd port on both computers without issue. The rep removed the "bad" ssd from its sled and seated it into the sled from the "good" computer and was finally able to seat the ssd into the "good" computer. The rep reported the "bad" ssd appeared to be larger than the other ssd and fit more "tightly" into the ssd sled.

Manufacturer narrative:
Product ID: 9735764, product ID: 9736411, product ID: 9736355, serial/lot #: (B)(6). H3, h6: the system was serviced in the field and hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.